Manufacturer narrative:
(B)(6). This lot was manufactured november 7, 2017 - november 8, 2017. The device was received for evaluation containing approximately 14ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during treatment. The infusion had not finished after 3 days and 15 hours. The user replaced the infusor with a new infusor to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.